Event description:
The reporter did back to back blood glucose testing, within 10 minutes, using separate finger sticks. His results were 68 and 160 mg/dl. He did not have any symptoms. A control solution test was in range, (126) 95-142. On follow-up, the lifescan representative reviewed qc procedures with the reporter, and discussed meter to lab and back to back comparisons.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8